Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noticed that the parylene edge coating on the device was cloudy over the top of the header. St. Jude medical representative discussed that it is okay to use this device as long as the pins are clearly visible after insertion into the connector. The physician inserted the leads without trouble and the pins were visible with good electrical measurements. The device was implanted.